Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 465 mg/dl. The customer had treated their blood glucose with a manual injection. Customer was also returning a damaged insulin pump. No additional information provided.